Event description:
It was reported that patient complains of "vibration from his device". The patient is programmed bipolar with a high output and the threshold and impedance data is stable. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.